Manufacturer narrative:
Sample was drawn into lithium heparin tube and centrifuged at 3500rpm for 10 minutes at room temperature. System checks performed on (B)(6) 2010 and (B)(6) 2010 resulted within specifications. A field service engineer (fse) went on-site (B)(4) 2010 and performed precision testing which resulted within specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high ckmb result of 14.1ng/ml generated by the access 2 immunoassay system for one patient which was reported outside of the laboratory. A result of 3.7ng/ml (which is within the assay limits) was obtained upon repeat testing and an amended report was sent. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.